Manufacturer narrative:
(B)(4), the field service representative (fsr) verified the reported complaint. He replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for evaluation. This complaint is related to (B)(4) / medwatch #1828100-2018-00110.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there were several ''disconnected'' alerts. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the certified clinical perfusionist (ccp) had an incident with the level sensing cable connection prior to commencing cpb. He used a medtronic reservoir for blood collection during bypass, and during set up on (B)(6) 2018, he was testing his system and he received three disconnected alerts from the level alert cable. During set up for this case he also had concerns with the level sensing pads staying on the reservoir. During this particular set up, the problem was isolated to the yellow alert cable, and he opted to not use the level sensing system for the procedure. The incident did not delay the start of the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to give a "level disconnected" message with an alert sound when the sensor cable was agitated. The pst determined that the level sensor cable was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.